Event description:
On (B) (6) 2008 the customer reported that during 12 lead acquisition the unit would revert to 3 lead operation which could impact or delay diagnosis or treatment.

Manufacturer narrative:
On (B) (6) 2008 the customer reported that during 12 lead acquisition the unit would revert to 3 lead operation which could impact or delay diagnosis or treatment. On 09/06/2009 the field service engineer evaluated the device and confirmed the reported failure. The processor pca was replaced to resolved the reported issue. We are considering this a malfunction of the processor pca. (B) (4).